Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: underwent ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿contracture,¿ baker grade unknown, ¿discomfort, pain,¿ ¿rashes,¿ ¿tissue damage¿ and ¿itching.¿ allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient representative reported patient underwent ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿contracture,¿ baker grade unknown, ¿discomfort, pain,¿ ¿rashes,¿ ¿tissue damage¿ and ¿itching.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿disfigurement,¿ ¿post-operative complications after revision; and other physical and emotional manifestations that are severe and ongoing,¿ and ¿aggravation of underlying conditions including chronic headache;¿ these events are not related to the device. Device was explanted. This record is for an unknown side.